Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. The customer reported that after they replaced the main board and turbine, the ventilator returned to normal operation. At this time, vyaire has not received the suspect device/component for evaluation. Therefore no root cause can be established

Event description:
The customer reported vent inop and motor fault alarms on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.